Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2025-00187, device 2 is being reported under MDR-2247858-2025-00188, and device 3 is being reported under MDR-2247858-2025-00189. All relevant device history records (dhrs) for the treo bifurcate (b2) abdominal stent-graft system - device 1 (28-b2-22-080s) with final assembly lot# b231207206, treo limb extension (l2) abdominal stent-graft system - device 2 (28-l2-13-140s) with final assembly lot# b230622061, and treo limb extension (l2) abdominal stent-graft system - device 3 (28-l2-17-140s) with final assembly lot# b231113099, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show device 1 received the required sterilization dose on (B)(6) 2023, device 2 received the required sterilization dose on (B)(6) 2023, and device 3 received the required sterilization dose on (B)(6) 2023. There were no nonconformances or reworks in relation to devices 1 or 3. Device 2 had non-conformance 18960 as a deviation to release these units under the endotoxin report correlating to the week of (B)(6) 2023. The issue addressed in the ncr is not related to the reported failure, as no endotoxin failure was noted. There were no reworks in relation to device 2. The patient underwent an endovascular aortic repair (evar) on (B)(6) 2024, to treat an abdominal aortic aneurysm. A treo bifurcate stent-graft and two treo leg stent-grafts were implanted. On (B)(6) 2025, the patient was hospitalized due to an infrarenal aortic and graft infection. The stent-grafts were explanted and aortic reconstruction was performed. A review of the device history records showed no issues were found during the manufacture of the devices. The endotoxin test report form (form-0184 rev. E) was reviewed for each device. Lab study (B)(6) considered the lots have met the acceptance criteria of < 20 EU / sample. The ncr opened for the device's lot addresses an issue regarding the dates in which the corresponding devices received sterilization. The sterilization dose was met on (B)(6) 2023, and no endotoxin failure was reported during the manufacture of the device. The tiger study subject documentation was provided. The site reported the adverse event as related to the procedure, undetermined if related to the device, and not related to pre-existing condition. The instructions for use (treo abdominal stent-graft system us IFU [2844-8217 rev. C]) lists stent-graft infection as a potential adverse event of evar procedures. Additional information from the site determined the infection to be bacterial. Listeria, a bacterial germ found in foods, was detected and treated. It is possible listeria caused the stent-graft infection, but it could not be confirmed. One similar complaint has been received in the past three years for the reported failure of infection detected post-procedure, out of 47702 treo devices implanted within three years. Terumo aortic will continue to monitor trends of the reported failure. In conclusion, a review of the device history records showed no issues were found during the manufacture of the devices. The root cause of the reported failure of infection detected post-procedure could not be determined.

Event description:
"Description of event: infrarenal aortic and graft infection ae term code: prosthesis infection. Action taken to treat ae. ·medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. ·medical or surgical procedure carried out. Scheduled open graft removal and in situ reconstruction no other intervention. ·medications taken. Related to procedure. Undetermined as related to device. Not related to pre-existing condition. Unanticipated event ". Patient outcome: "serious ae resulted in life threatening injury and in-patient hospitalization or prolongation of existing hospitalization. Ongoing ae".

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2025-00187, device 2 is being reported under MDR-2247858-2025-00188, and device 3 is being reported under MDR-2247858-2025-00189. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.